Manufacturer narrative:
H6 - adverse event problem - corrected medical device code to reflect lead fracture the reported event of uncomfortable stimulation was confirmed. The returned octrode lead had a kink where all internal wires were broken, consistent with an overstress condition the lead was exposed to while in vivo. At the point of fracture, if the fractured wire ends were in close proximity to each other while implanted, electrical shorting of the wires may have occurred which is consistent with the patient feeling stimulation that wasn't as expected.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2021-15572, 1627487-2021-17704. It was reported that the patient was experiencing uncomfortable stimulation, with bursts of stimulation when switched on. In turn, surgical intervention was undertaken wherein the system was explanted.